Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the proximal left anterior descending (lad) artery with heavy tortuosity and heavy calcification that was 90% stenosed. A dissection at the lesion site occurred after a 4.0 x 18 mm xience prime rx drug eluting stent (des) was implanted at 12 atmospheres. Another xience prime stent was used to cover the dissection. There was no reported clinically significant delay in the procedure. No additional information was provided.